Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient was unable to activate a new pod due to pod communication errors during activation. The patient confirmed they are using the dexcom g7 and was attempting to activate libre 2 plus compatible pods. Patient was feeling weak and blood glucose levels rose above 600 mg/dl. The patient went to the emergency room (ER) and was treated with insulin and fluids intravenously.